Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately low results compared to her doctor's meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported testing her blood glucose on his lfs meter and obtained blood glucose results of "188 mg/dl." Within 30 minutes, the patient reported a reading of "288mg/dl" was obtained on her doctor's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reported using insulin pump therapy (type and dose unknown) to manage her diabetes. The patient reported at approximately the same time as the alleged issue occurring, she had symptoms of "wounds on her legs were opened, she was nauseated, and had gastroparesis." The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 3pm, she was given a platelet transfusion. It is unclear if the treatment is related to the patient's diabetes. The patient reported on (B)(6) 2012 at 4:12pm, a reading of "312mg/dl" was obtained in a lab draw. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. The cca noted that the patient's testing process was correct, and she was using the approved sample site for obtaining a blood sample. However a control solution test was not run due to the patient not having any control solution available. Replacement products were sent to the patient. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore, the meter did not contribute to the patient's symptoms. The patient's symptoms are not related to an acute complication of diabetes. The patient did not report any blood glucose readings or treatment for hypoglycemia or hyperglycemia. However this complaint is being reported because the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
((B)(4) 2012) correction:the manufacturer was inadvertently set to lifescan (B)(4), but it should be lifescan (B)(4) for the verio product.